Manufacturer narrative:
Bayer medical care completed a service checkout of the stellant CT injection system on (B)(6) 2022, which found the system to be performing to specifications. The site continues to use the medrad® stellant CT injection system after the completed checkout with no further issues reported. The disposables that were in use during the procedure were requested for evaluation by bayer product analysis; however, they were discarded by the customer and are therefore unavailable for testing. In addition, the customer was unable to provide lot numbers for the disposables in use at the time of the incident. As a result, testing of retained samples is unable to be performed at this time. The customer declined an offer for additional applications training at this time. The following excerpts are contained in the medrad® stellant CT injection system operation manual: expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. Before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged. To minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care received information that a 73-year-old male patient who was undergoing a cta scan of the thorax with contrast suffered an alleged air injection while connected to a medrad® stellant CT injection system. The customer reported that approximately 8-10 mls of alleged air was visualized by the radiologist in the patient's main pulmonary artery while reviewing the images. The patient was placed in trendelenburg, left lateral decubitus position, and then administered high flow oxygen. The patient was admitted to the intensive care unit for monitoring. No additional treatment was reported.